Event description:
It was reported that merlin.net transmission showed, post-paced t-wave oversensing on the ventricular lead. The patient is an asymptomatic. Programming changes were not made. No further events were reported and the patients condition is stable after the event.